Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of software error detected and the number of pump strokes remaining in a bolus is larger than the maximum bolus. The customer's blood glucose level was unknown at the time of the incident. The product was returned for analysis.

Manufacturer narrative:
The insulin pump passed the functional tests, including the self-test, sleep current measurement, active current measurement, rewind test, prime/ seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The insulin pump had a pump error 4 and 53 found in the pump history (line number = 1042 and file number = 417). The insulin pump was received with minor scratched lcd window, scratched case and pillowing keypad overlay.